Event description:
The customer stated an axsym error message was intermittently generated impacting patient results for three different female patients. The customer provided data for the discrepant (B)(6) result: initial = 149 ui/ml, previous value 0 ui/ml, rerun, 0 ui/ml. The customer stated when mup solution volume was checked, deposits were observed on the mup beaker, therefore, the customer was given procedures for decontaminating the mup line. The discrepant results were not reported to the medical provider, therefore, there was no adverse impact to patient management.

Manufacturer narrative:
Patient: no consequences or impact to patient (B)(4). Device: incorrect or inadequate result (B)(4), an evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No returns or pictures from the customer site were made available for this evaluation to understand the nature of the deposit observed by the customer in the axsym mup solution. It can only be assumed that the nature of the deposit is due to the presence of flocculate in the mup solution, which has been previously investigated. The flocculate was identified as tetramisole hydrochloride, which is a component of the mup solution. This is a chemical added to the mup solution to prevent red blood cell membranes from interfering with assay results by reducing non-specific alkaline phosphatase activity in monoclonal antibodies. The presence of the white particulate is related to the level of temperature cycles the product has encountered during shipping/storage before final use on the instrument. It has been demonstrated through a risk evaluation that even if particulate is highly visible in solution it does not interfere with assay performance and is at a concentration that still protects against the red blood cell membranes. Testing during the risk evaluation identified no impact to product functionality or performance. The analytical impact on patient results indicated that where the instrument displays error codes such as "nrmse high" or error code "1118" for a control or patient sample, the results are not generated for that control or sample and re-testing is required. The risk management file for the mup solution was reviewed and it includes the assessment of the presence of white particulate matter in bulk solutions and lists a reference to controls in place, with a residual risk level of low. The issue of the presence of flocculate in the mup solution is documented in the axsym esolutions database. Since, no material was available for further investigation, the cause of the erratic results remains unclear for this complaint. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The package insert for the solution 1 (mup) contains information to address the customer's current issue. Based on the current investigation it was determined that the axsym mup reagent is performing acceptably with no product deficiency identified. No elevated complaint activity or adverse trends for this list were identified, which indicates acceptable performance.